Event description:
It was reported that revision surgery was performed due to osteolysis of the acetabulum and proximal femur. Pain, weakness of the legs and hips, elevated cobalt and chromium levels, fluid accumulations around the hips, tissue damage, necroris and exposure to metal debris reported. It was reported that following implantation that the patient's wounds healed without infection, that x-rays showed correct device positioning and that there were no impacts upon the devices. Acetabular component loosening, 60% bone loss and metallosis reportedly noted at revision.

Manufacturer narrative:
The above combination of devices constitutes an off label application in the united states.